Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the loosening of the segmental stem was not related to the design, manufacture, and/or sterilization of the revised implants.

Event description:
It was reported by (B)(6), an onkos sales representative, that a 59-year-old male patient with an eleos distal femur replacement underwent revision surgery on (B)(6) 2025 due to loosening of segmental stem. This report captures eleos axial pin. This event will be reported as a serious injury due to the revision procedure.